Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users was unable to log into devices during network outage. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system users were unable to log into devices during network outage. A technical support specialist (tss) dialled into the device, then confirmed the issue. Then the tss applied the attached knowledge article (ka). The system functioned as intended after the technical support specialist troubleshoots repaired the device.